Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant with an antibacterial absorbable envelope the patient developed a rash, redness, and swelling at the implant site. The patient was treated with antibiotics and steroids. The physician suspected a possible allergic reaction to the absorbable envelope. The absorbable envelope remains in the patient. No further patient complications have been reported as a result of this event.